Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during use. Per the initial report, home patient (hp) had cloudy effluent. The home patient (hp) had an appointment with the doctor the following day. During a follow up call to the facility nurse on (B)(6) 2011 the following information was provided. The patient was diagnosed with peritonitis on (B)(6) 2011 when she presented with cloudy effluent. The peritonitis was determined to be unspecified. The patient was not hospitalized. The patient was treated with vancomycin, dose unknown. It is unknown what caused the peritonitis, possibly patient technique. The patient was retrained regarding aseptic technique. The patient has recovered from this event.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd887026 and gd887703) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problme. This issue is being investigated through CAPA.